Event description:
It was reported that the patient presented in-clinic after receiving an alert for non-sustained lead noise due to oversensing on the v sense pace channel. The noise could not be recreated with isometrics or pocket manipulation. Under fluoroscopy externalized conductors were observed at prior device change out and the lead remained implanted since the electrical function was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.